Manufacturer narrative:
Info received via medwatch (B)(4). Eval summary: it is unclear in what manner the product was used. It is unk what type of loading the drill was subjected to during surgery (i.e. Bending moment loads). No other complaints for this drill have been reported. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It was reported that the surgeon was drilling a hole for distal screw placement in the pt's leg during repair of a femur fracture. The 5.0 short drill bit broke off in the bone. The surgeon attempted to remove the broken drill bit, but the bit "stuck" in the bone.